Event description:
It was reported that multiple malfunction alarms occurred. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer administered a manual injection to address their bg level. The customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.